Event description:
It was reported that pump displayed no cassette detection. There was no patient involvement.

Manufacturer narrative:
E1: (B)(6). H3: one device was returned for repair with complaint that there is no cassette detection. Service history review identified the complaint was not related to a previous service of the device within the review period. Visual and functional testing was performed, and no defects/ discrepancies were noted. The pump was tested, and it was found that the pump constantly reports the cassette detection alarm, confirming complaint. Probable cause of complaint was determined to be fluid damage to the downstream occlusion (dso) sensor. The dso sensor and dso seal were replaced to address the issue.